Event description:
An attempt was made to use a 2.5mm diameter x 14mm length micro driver rapid exchange (rx) to treat a lesion described as highly calcified and tortuous. It was reported that the relevant device could not cross the lesion due to the severe calcification and upon removal from the patient, the stent was noted to be damaged. No injury was caused to the patient and no other clinical sequelae were reported. The physician commented that the event was not due to a device malfunction, but to the highly diseased condition of the vessel. It was reported that the patient was treated medically.

Manufacturer narrative:
(B)(4). Evaluation: results, conclusion: high calcification, tortuosity.